Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The lens was not implanted. Section d6b - explant date: not applicable. The lens was not implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number (B)(6) section h3 - other (81): the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was properly placed in the shooter and handled normally; however, when attempting to implant, the plastic at the tip of the cartridge slightly crumbled, making further use and implantation impossible. It is not clear if it was the handling of the cartridge or perhaps the shooter that caused the problem. A new lens from the stock was implanted without any issues. No further details were provided. This is report 2 of 2. A separate report is being submitted for the other gab00 unit with the same issue.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date received by manufacturer: 29-nov-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint device was returned for evaluation. Visual inspection of the suspect handpiece found no issues with the device. The investigation site indicated that the module broke during handling and evaluation. The cartridge presented with a crack to the cartridge tip. Viscoelastic residue was observed to be distributed thought the length of the cartridge indicating an adequate amount was used. No further issues were identified. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.